Event description:
On july 2, 2009, the lay-user / pt contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The medical surveillance specialist (mss) spoke to the pt directly on july 2, 2009, and was able to obtain / verify info. The pt tests her blood glucose over 4 times a day. She manages her diabetes with lantus insulin and sliding-scale humalog insulin based on her meter readings. The pt initially informed the one touch customer advocate (otca) that the alleged meter issue started in 2009, at around 4:30 pm. However, the pt informed the mss that she suspects the issue might have been occurring for a longer period prior to that day. As a result of the alleged meter issue, the pt claimed that she had been probably taking too much sliding -scale humalog insulin based on her meter readings. On the day of the event, the pt claimed that she took an unspecified dose of sliding-scale humalog insulin based on an unk high meter reading. Within 20-30 mins of taking the insulin, the pt started developing symptoms of "losing focus," sweating, and her heart was pounding. She tested her blood glucose on the reported meter while feeling low and got "263 mg/dl". She then tested her blood glucose with a backup meter but with a test strip from the same vial that had given her the result of "263 mg/dl". On the backup meter, she claimed to have gotten a result of "290 something". The pt immediately rushed to an emergency room (ER) since she felt as though she was having a low blood sugar episode and possibly a heart attack. While in the ER, the pt's blood glucose was tested on an ER/hosp meter and a result of "40 mg/dl" was obtained. The pt was treated with food and a drink. The pt claimed that after the event, she performed a control solution test with reported meter and reagents. She mentioned that the test failed high. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia and was treated in an ER after taking too much insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.